Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 4.11 c. Retainer ring = black. Customer returned pump for alleged high bgs and cosmetic damage located at the clip railings found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Pump error 37 appeared intermittently during testing. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 37 alarm during testing on (B)(6) 2022 at 07:57:01.000 or 7:51:01 am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside of the pump and passed. The following were also noted during visual inspection and found: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Unable to verify customer's complaint for high bgs. Cosmetic damage was not confirmed at the clip railings, however, other cosmetic damage was noted. Pump error 37 was confirmed during testing problem isolated to the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.